Event description:
Rfeceived medwatch through bard access, affiliated bard division, regarding unknown gi bleeding tube stating: "defective product. No harm was done. The pt needed a second procedure including general anesthetic and endoscopy to remove the retained part in the o.r." Follow-up with contact in 2003 could obtain no more info regarding incident except that device was very old.